Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Angiogram images of the issue was sent by the account. It can be noted that the shaft of the cannula was left within the anatomy of the bone. The device history record was reviewed, and no non-conformances were noted. All records were in accordance with the device manufacturing record requirements. Case details were reviewed. The proximal hub appears to be missing. Per IFU indications for use, the following is stated: - the arrow® oncontrol® bone marrow aspiration system is intended for bone marrow aspiration of the iliac crest of adult and pediatric patients. The arrow® oncontrol® bone marrow biopsy system is intended for bone marrow core biopsy of the anterior or posterior iliac crest of adult patients based on the event details, the bone marrow biopsy system is used in an incorrect anatomical region (lesion in head of femur). Additional information was requested. A response was received. Cannula is stuck between the subtrochanteric region and head of femur. Trocar and extraosseus part of the broken cannula was removed. No other surgical notes or operational use of oncontrol units were shared. Procedure was aborted due to this event. Based on the information, the most likely root cause of the issue is user error.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: physician used oncontrol bone marrow system needle (3.0mmx152mm) with oncontrol power driver. While coming out from the lesion, the distal locking assembly of the aforementioned needle gave away from the attached power drill, resulting in the breakage of the cannula at sub trochanteric entry point. The proximal part of the cannula is stuck between the subtrochanteric region and the head of the femur. Trocar and extra-osseous part of the broken cannula were removed. The patient was treated in mumbai and is back in delhi with a part of the needle in the bone.